Event description:
Treatment of a small aneurysm measuring 5mm x 3mm located in the ophthalmic segment of the ica (internal carotid artery). On (B)(6) 2014, the pt underwent pipeline embolization treatment. During the procedure, it was reported the proximal segment of the pipeline (5mm x 16mm) was angioplastied with a balloon (an option presented in the instructions for use, u.s.) To optimize wall apposition. Post procedural angiogram revealed an iatrogenic ccf (carotid cavernous fistula). The formation of the ccf was not related to the pipeline. Another device was placed to treat the ccf. The pt work up fine.

Manufacturer narrative:
The device involved in the event will not be returned for eval as it was implanted in the pt. (B)(4).